Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad. No button error alarm was noted. The insulin pump had a cracked case near a display window corner, cracked display window, cracked reservoir tube lip and a stained address and serial number label.

Event description:
Customer reported a button error alarm. The blood glucose is unknown. Nothing further reported.